Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up post procedure, electrical measurements were poor. Diagnostic imaging was performed and a pericardial effusion was noted. The lead was explanted and replaced and a plural drainage was performed to resolve the issue. The patient was in stable condition following the procedure.